Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and the issue was due to blockage in the tubing, however, customer was using fiasp insulin. Customer changed the infusion set to address issue. Customer¿s blood glucose level was 213 mg/dl.